Event description:
Additional information was received. As on 2025-mar-18 the issue was still ongoing/unresolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additionalinformation was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy): neurostimulator unable to recharge. They struggle to get charging connection to stay during charging.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# unknown product type recharger. Product ID cd9000 serial# unknown product type multiple therapy product. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the issue was resolved without sequelae (B)(6) 2025.

Manufacturer narrative:
Continuation of d10: product ID: wr9220 (serial: unknown); product type: 0213-recharger; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that he was seen in the clinic on (B)(6) 2025 for increased fecal incontinence daily and only making it to the bathroom 50% of the time over the last year. The patient also stated that they are still having some difficulty with charging and is interested in options that do not require recharging; the plan is to replace microstim. The patient also reported lack of efficacy. They stated that this most be possibly related to device or therapy and no due to programming and the most recent interrogation prior to event (B)(6) 2020. They also reported about a year ago they had an issue with their microstim. No action was taken at this time as the event is ongoing. The charger would not charge recharger. They called medtronic and got a replacement of a recharger. This was related to the recharger process, and the issue was resolved without sequelae on (B)(6) 2024.